Event description:
This event was reported as valve explanted from the mitral position after approixmately 4 years implant duration due to stenosis, calcification, poor leaflet mobility, thickening of leaflets, and exertional chest pain. No further info was provided.